Manufacturer narrative:
The main pcba cable.

Event description:
The international customer reported the device was restarting intermittently. The customer reported no patient involvement, no patient harm. The manufacturers field service engineer (fse) found the display cable at the main pcba was not connected properly. The fse re-connected the cable to resolve the issue. There were no parts replaced. The device passed all manufacturers required testing.

Manufacturer narrative:
Supplemental report